Manufacturer narrative:
Complaint no: (B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. The reported connection issue could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the supply line separated from the supply bag during of peritoneal dialysis therapy on the homechoice device. The supply line was not tight when the patient connected it to the supply bag. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.